Event description:
It was reported the patient had an infection and bacteremia. Also, the device began to protrude through the pocket and the patient pulled the entire device out of the pocket. The device was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.